Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29726471, was reviewed. The pump was manufactured on august 8, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The nurse reported to our clinical account specialist that on (B)(6) 2025, they troubleshooted the pump and stated it was "working beautifully". The nurse ended up refilling the pump, as instructed by the surgical oncologist, and then for the patient to come back at her next refill in 2 weeks to see what the residual is and if the problem persists.. On (B)(6) 2025, the nurse practitioner confirmed that the patient did not experience adverse effects. On (B)(6) 2025, the pump was refilled with heparinized ns s/p fudr. The residual amount was 14 ml which was appropriate at rate 1.2 ml/day. The device remains implanted on the patient. He cause of the incident is inconclusive.

Event description:
Intera oncology received a report of a fast flow pump during patient's first refill. The residual volume of pump was 4ml and it was day 14 of patient's refill. The clinic confirmed that 30mls was instilled into the pump during the prep at surgery implantation. The clinic informed intera oncology clinical account specialist that the patient may have traveled to japan in the 2-week time-period. However, this later was clarified that the patient traveled to japan prior to the surgery.